Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the 8mm force bipolar instrument broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on the jaw. The missing fragment measured approximately 5.76 mm × 0.90 mm, indicating that a piece detached from the instrument and was not returned. The grip base associated with the cracked molded insulator did not show any signs of bending. The complaint was confirmed by failure analysis. The probable root cause of the broken molded insulator and detached fragment is attributed to user which is likely mechanical impact or excessive force applied to the jaws, such as from an accidental drop of the instrument.